Event description:
The customer reported channel 1 of the device door roller was broken. The device was returned to biomed dept with an unsigned note that stated, "door broken." No tracking info was provided, therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted channel 1 of the device door roller was broken. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.